Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported one patient with ¿possible¿ anti-c that failed to react with cell#11 from 0.8% resolve panel a lot vra216 during manual gel testing. Samples reacted with other c-positive cells on panel, but lack of reactivity meant no definite identification was possible. No erroneous results were released. Reaction strength of other c+ cells was weak-1+. Customer further added that daily qc testing was performed and results were acceptable. All reagents stored appropriately and have a normal appearance prior to use. Customer called back to state the patient's phenotype is negative for c antigen. Customer stated no patient sample was available for testing by ocd.